Event description:
Customer reported an issue with the spectrum monitor, which may have affected the ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system, corrected, included replacement of the unit's cpu. Unit was calibrated and safety tested to factory's specs.